Event description:
It was reported that a 30mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue delivery system. During device preparation the device took on a bulbous shape. Another attempt was made to open the device and it was observed that the device returned to its original shape. The device was loaded into the delivery system. During implant the device took on a bulbous shape. The device was removed from the patient and was replaced with a new non-abbott 30mm occluder. The patient status was stable.

Manufacturer narrative:
An event of device deformation was reported. Information from the field indicated that the device deformed during device preparation but was able to conform to its original shape before implantation. The device was returned to abbott for analysis and the investigation found no anomalies. Information from the field indicated that the device was deployed using a 12f larger than recommended delivery sheath and that there was no angulation or kink in them delivery system and no cardiac interaction reported. Based on the information the cause of the reported incident could not conclusively be determined; however, the use of a larger delivery system may have contributed to the deployment noted as the use of a larger delivery system may influence deformations. Please note per the IFU, the recommended delivery system for a 9-asd-030 is a 10f.